Event description:
The facility representative contacted baxter on (B)(6) 2010 to report a colleague infusion pump with an 810:11 failure code. The event was reported to have occurred during programming/set-up in the medical surgery unit on (B)(6) 2010. According to the hospital representative, no patient injury, adverse event or medical intervention had been reported related to the device. During service at baxter on (B)(6) 2010 the ail pcb (air in line printed circuit board) was out of calibration. This is involving a pump with software version (B)(4) which is categorized as remediated. No additional information is available.

Manufacturer narrative:
(B)(4).the ail pcb was recalibrated.

Event description:
When the stent was positioned at the lesion via the prowler microcatheter, the physician withdrew the microcatheter to release the enterprise stent, but the microcatheter was not withdrawn on position mark of stent, the stent was released. The stent was not position at the lesion instead it was position on the distal end of the lesion. Then physician implanted another stent to complete procedure. No impact to patient. This stent was still implanted in the body of patient. But the microguidewire can be returned for evaluation. The lot number for the enterprise stent was 01421603. The first enterprise did not cover any section of the aneurysm neck. The microcatheter used to deliver the enterprise system was a prowler select plus straight (606s255x). The issue was not that the physician was not ready to deploy/detached the stent, but the stent was deployed while the mc had not passed the recapture point. The enterprise was not recaptured. There was nothing wrong with the microcatheter that contributed to the event (ex: resistance/friction, etc).

Manufacturer narrative:
Complaint no: (B)(4). There is a CAPA (corrective and preventive action) investigation associated with this report, (B)(4) .